Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient elected to have surgery. There were no reported symptoms. **update** (B)(4) 2012 - litigation papers were received. The MDR decision was reversed due to pending litigation. **update** (B)(4) 2012 - additional litigation papers received (B)(4) 2012. Litigation alleges patient had pain, discomfort and soreness which affect ability to walk, sleep, sit and move; and high chromium and cobalt levels after asr hip implant. There is no new information that would change the outcome of the investigation. ***update*** (B)(4) 2012 service updates received and attached. There was no new information received that would impact the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: fibrous pseudocapsule; stem was loose grossly and able to be wiggled with fingers; fibrous membrane removed; fibrous debris. The femoral stem was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.